Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroid uterine enlarged. On (B)(6) 2015: gynecological findings- follicle: right ¿ left gynecological findings: not able to disten endo well with saline due to open cervix. Concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on 05-oct-2015: essure device is noted. There are no adnexal cystic lesions or free fluid. Impression: 1. Retroverted uterus with several fibroids. 2. Essure device is noted. 3. There are no adnexal cystic lesions or free fluid.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroid uterine enlarged. On (B)(6) 2015: gynecological findings- follicle: right ¿ left gynecological findings: not able to disten endo well with saline due to open cervix. Concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: essure device is noted. There are no adnexal cystic lesions or free fluid. Impression: 1. Retroverted uterus with several fibroids. 2. Essure device is noted. 3. There are no adnexal cystic lesions or free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: plaintiff fact sheet received : new events "dysmenorrhea, abdominal pain, menorrhagia" added. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroid uterine enlarged, heavy periods, yeast infection, dysfunctional uterine bleeding, anxiety, depression and itching. On (B)(6) 2015 : gynecological findings- follicle: right ¿ left gynecological findings: not able to disten endo well with saline due to open cervix. Concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), genital haemorrhage ("bleeding/unusual bleeding"), menorrhagia ("menorrhagia"), menstrual disorder ("unusual periods") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy, surgery to remove implant device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015 : essure device is noted. There are no adnexal cystic lesions or free fluid. Impression: 1. Retroverted uterus with several fibroids. 2. Essure device is noted. 3. There are no adnexal cystic lesions or free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: plaintiff fact sheet received. Reporter added. Event unusual periods and cramping was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroid uterine enlarged. On (B)(6) 2015: gynecological findings- follicle: right ¿ left gynecological findings: not able to disten endo well with saline due to open cervix. Concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2015: essure device is noted. There are no adnexal cystic lesions or free fluid. Impression: retroverted uterus with several fibroids. Essure device is noted. There are no adnexal cystic lesions or free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroid uterine enlarged. On (B)(6) 2015: gynecological findings- follicle: right ¿ left gynecological findings: not able to disten endo well with saline due to open cervix. Concurrent conditions included retroverted uterus. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: essure device is noted. There are no adnexal cystic lesions or free fluid. Impression: retroverted uterus with several fibroids. Essure device is noted. There are no adnexal cystic lesions or free fluid. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.